Event description:
"Death during follow-up after the procedure (other than due to product defects): on (B)(6) 2022, the patient with a descending aortic aneurysm underwent tever using the relay pro, and the procedure was successfully completed. On the following day, a thrombus moved from the superior mesenteric artery and occluded the intestinal tract. The patient underwent exploratory laparotomy. The intestine was resected due to intestinal ischemia and the small intestine was completely resected as well. However, the patient was not recovered and was pronounced dead in the ICU on (B)(6). No autopsy was performed. The physician does not believe that this event was caused by the device since tevar was successfully completed for the descending aortic aneurysm and believes that the patient's low cardiac function and atherosclerosis may have contributed to the occlusion. Operation type: tevar for a descending aortic aneurysm, no blood loss. ((B)(4))." Patient outcome: "the patient was pronounced dead in the ICU on (B)(6)."